Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6)2024 between 0130 - 0700, the large volume pump module had over infused heparin. The routine heparin was set to infuse for 0.5ml/hr for a total of 12ml. The total volume consisted of 250ml 0.45% sodium chloride with 250 units of heparin. Lipids at 1.1ml/hr and total parenteral nutrition 8ml/hr were also running at the time of the event. There was patient involvement and no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that on (B)(6)2024 between 0130 - 0700, the large volume pump module had over infused heparin. The routine heparin was set to infuse for 0.5ml/hr for a total of 12ml. The total volume consisted of 250ml 0.45% sodium chloride with 250 units of heparin. Lipids at 1.1ml/hr and total parenteral nutrition 8ml/hr were also running at the time of the event. There was patient involvement and no harm.